Manufacturer narrative:
This case is reported as a similar device. This specific article is not released in the us. The device history records were reviewed and found to be conforming. A follow up report will be submitted once the investigation result is available. (B)(4).

Event description:
It is reported that pt was revised due to loosening and the osteolysis. The surgeon is suspecting that the observed osteolysis was caused by the wear of the metal pairing.